Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen scratched up and was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump was going through batteries more often. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and missing segments/partial display anomaly due to blank display. Pump received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.